Event description:
It was reported by service report that the bed has no power. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Issue was resolved for the customer by reconnecting the power cord.